Event description:
It was reported that a customer experienced a malfunction with their device. There was no adverse impact to the customer¿s blood glucose level reported. The device's screen was unresponsive and remained unreadable; as a result, the customer plans to return the pump for assessment, with a replacement pump serial number already assigned.